Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind due to detached end cap. The motor was tested outside of the device and passed. Device received with loose drive support disk, missing end cap sticker, address or serial number label missing, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a was stuck during rewind. Customer stated issue while priming process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.